Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 20mm sapien 3 ultra transcatheter heart valve, there were difficulties during valve deployment, resulting in a high aortic implantation and a significant degree of paravalvular leakage. The root cause was identified as an atypical inflation of the proximal portion of the balloon, with the valve appearing to be snared at the distal end. Given the patient's small anatomical dimensions and the need to address the leakage, the physician elected to implant a second valve. The patient underwent a valve in valve procedure with a 20mm sapien 3 ultra resilia valve, which was successfully deployed and the patient was stable post procedure.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the following was observed: the valve was not positioned between the alignment markers at the initiation of the deployment. Atypical balloon inflation (proximal balloon first) was seen. The aortic annulus area has an oval shape. Calcification was present in the native leaflets. In this case, the reported event for inflation difficulty was confirmed based on evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The investigation did not conclusively identify the root cause of the reported event. The reported event may be related to patient anatomy such as annulus shape, valve morphology (e.g., bicuspid valve), and calcium distribution interacting with balloon deployment. Additionally, the asymmetrical deployment is similar to the constrained inflation described in a previously written product risk assessment. However, there is insufficient evidence to confirm that the event is related to the issues identified and addressed in the risk assessment. Without the return of the devices for evaluation, further investigation could not be conducted; therefore, the root cause remains indeterminable. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.